Manufacturer narrative:
An investigation has been initiated. A review of the mfg records indicated that all device specs and quality requirements were satisfied. We are currently waiting for the return of the sample for eval. When the investigation is complete, a final report will be submitted.

Event description:
It was reported that the "catheter was noted to be leaking from the clear extension tubing of the catheter just below the hub."